Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on the left side on (B)(6) 2004 due to loosening of the cup. An additional revision procedure was performed on the left side on (B)(6) 2008 due to loosening.

Manufacturer narrative:
This follow-up report is being filed to relay the initial procedure date, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2004 due to loosening of the cup. An additional revision procedure was performed on the left side on (B)(6) 2008 due to loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-00559 & 00567).